Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure when introducing the anchor, it broke inside the patient, all the pieces were removed. A back up was used to complete the procedure. No patient injuries were reported.